Event description:
Respiratory therapy clinical manager (rtcm) reported the following: the patient became disconnected from the v60 at the mask/circuit connection in the ICU and no one heard the alarm sounding. The ventilator alarm setting was set at level 2. The patient coded and died. The patient's respiratory rate alarm on the phillips monitor had been turned off at some point and the nurse not aware of it. The patient's pulse oximeter had come off his finger. The patient had a pacemaker. The patient's room door was open and across from the nurse's station, but it was a busy area for noise. The nurse assignment was spread out, and there was an empty room between the patient and another patient who was not doing well and needing the nurses attention. Respiratory therapy was on the other side of the unit out of earshot. The patient was not able to use a nurse call as he was in soft wrist restraints. Evaluation of the other ventilators in the ICU discovered alarm settings from 1-4. They are going to initiate a protocol for a standard alarm setting. The rtcm reported the patient death event was not an issue in which the ventilator failed, as it was functioning fine. Event investigation by user facility concluded the hospital staff did not hear the ventilator when it alarmed upon circuit disconnect. The patient coded and died as a result of non-response by staff to the alarm. Alarm setting was found set at a low volume setting. The facility reported there was no ventilator malfunction and it was operating fine. The hospital will evaluate protocol for alarm settings on ventilators. This event is reported based on users failure to respond to ventilator alarm.

Manufacturer narrative:
No device malfunction; no request by customer for checkout.